Manufacturer narrative:
Block b3: exact date unknown, event occurred couple months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent pocket revision procedure due to painful to charge. The patient was doing well postoperatively, and the device remain implanted and in use.